Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis clipping procedure for the treatment of a bleeding ulcer, performed on (B)(6) 2009. According to the complainant, during the procedure, the sheath came loose making it difficult to deploy the clip. The clip opened but failed to detach from the catheter. The clipping procedure was aborted, as there was no other resolution clip device available. The issue was resolved despite not completing the clipping procedure. There was no serious injury to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).